Manufacturer narrative:
Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the device. Quality was not able to perform manufacturing record review, nonconforming report review, CAPA review or complaint database review due to the lot number not being provided. The most likely root cause of the event cannot be determined at this time. If the device or additional information is received, quality will re-evaluate this event in accordance with procedures. This complaint was forwarded to the contract manufacturer (cm) for review. The cm was not able to confirm the complaint or investigate further due to the lot number not being provided. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Event description:
According to the available information, a (B)(6) patient experienced groin pain and sui aggravation after altis procedure. Date of procedure: (B)(6) 2016. Date of onset event: (B)(6) 2016. Description of the event: after altis procedure, patient had groin pain during physical activities (eva=3). No treatment for the pain. On (B)(6) 2016, sui improved (cough test was negative). On (B)(6) 2017 (1 year follow up visit), investigator noted sui aggravation (cough test was positive and patient used 2 pads/day instead of 1 pad/day before altis procedure). The pain resolved on (B)(6) 2016 and sui was ongoing (device remained implanted) according the investigator, the pain is related to procedure and sui aggravation is related to altis sling. Treatment: new surgical procedure was performed in (B)(6) 2017 for implantation of a 2nd sling (retro pubic tvt sling).

Manufacturer narrative:
This follow-up MDR is created to document the additional event information.

Event description:
Additional information received ultrasound results: altis loose under urethra, in normal location. Altis wasn't explanted during the surgery in (B)(6) 2017 (implantation of sensitvt and prolapsus surgery) . After this surgical procedure, sui is resolved.